Event description:
It was reported that when two different size g femorals were opened for use, it was discovered the two internal cavities were broken. As no other size g femorals were available, a size f was then opened and also found to be in the same condition. A gender-specific (gsf) size f femoral component was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.